Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI)# and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that remote monitoring of this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smart pass disabled episode. There was a seventeen seconds of pause seen while the patient was asymptomatic and no pause alert was seen. The physician requested additional technical services (ts) review when it comes to this case. Ts reviewed the data and noted that based on the provided electrocardiogram this was likely related to changes of the impedance pathway such as contact status or connection status. Ts discussed performing a follow up and additional troubleshooting to determine the root cause. Ts noted that if artifacts cannot be reproduced and secondary vector showed eligible sensing qualities, keep secondary vector as permanent sensing configuration and if x-ray images reveal lead impairment, replacement of the lead was recommended. It was noted that the patient was going to be undergoing advanced follow up. Additional information noted when the patient was in a trail with their arms up holing the handrail no large artifacts were reproduced and no oversensing was seen when sitting, standing, raising the left arm, learning forward, tapping the s-ICD or tapping on the proximal ring electrode. The sp was switched on. The primary sensing vector was kept as signals were clean and r wave was large. However the sp was disabled again early october and false pause episode occurred again. A request for additional ts review was needed. No adverse patient effects were reported. The device and electrode remain implanted. Ts provided a review of the device data and noted that the patient would benefit from being reprogrammed from the primary sensing vector to secondary sensing vector. Ts noted that the impedance was stable with no intermittent measurements making electrode insertion difficulty less likely.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that remote monitoring of this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smart pass disabled episode. There was a seventeen seconds of pause seen while the patient was asymptomatic and no pause alert was seen. The physician requested additional technical services (ts) review when it comes to this case. Ts reviewed the data and noted that based on the provided electrocardiogram this was likely related to changes of the impedance pathway such as contact status or connection status. Ts discussed performing a follow up and additional troubleshooting to determine the root cause. Ts noted that if artifacts cannot be reproduced and secondary vector showed eligible sensing qualities, keep secondary vector as permanent sensing configuration and if x-ray images reveal lead impairment, replacement of the lead was recommended. It was noted that the patient was going to be undergoing advanced follow up. Additional information noted when the patient was in a trail with their arms up holing the handrail no large artifacts were reproduced and no oversensing was seen when sitting, standing, raising the left arm, learning forward, tapping the s-ICD or tapping on the proximal ring electrode. The sp was switched on. The primary sensing vector was kept as signals were clean and r wave was large. However, the sp was disabled again early october and false pause episode occurred again. A request for additional ts review was needed. No adverse patient effects were reported. The device and electrode remain implanted.

Event description:
It was reported that remote monitoring of this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a smart pass disabled episode. There was a seventeen seconds of pause seen while the patient was asymptomatic and no pause alert was seen. The physician requested additional technical services (ts) review when it comes to this case. Ts reviewed the data and noted that based on the provided electrocardiogram this was likely related to changes of the impedance pathway such as contact status or connection status. Ts discussed performing a follow up and additional troubleshooting to determine the root cause. Ts noted that if artifacts cannot be reproduced and secondary vector showed eligible sensing qualities, keep secondary vector as permanent sensing configuration and if x-ray images reveal lead impairment, replacement of the lead was recommended. It was noted that the patient was going to be undergoing advanced follow up. No adverse patient effects were reported. The device and electrode remain implanted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.